Manufacturer narrative:
(B)(6). This report is for one(1) unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) an as follows: it was reported that the distributor was giving instruction to the nurses preoperatively. When the distributor installed the protection sleeve to the insertion handle, he could put it in but couldn't take it out by hand. Eventually, he hammered the protection sleeve to remove it from the insertion handle. As a result, the tip of the protection sleeve was smashed and the screw didn't go through the sleeve during the surgery. As the surgeon tried inserting the screw several times, the thread of the screw possibly became worn out. For that reason, the surgeon re- drilled the hole and inserted the screw. The surgery was prolonged about 40 minutes. The surgeon broadened the protection sleeve by round nose pliers, re-inserted the nail a little shallower and then shifted the screw hole. No information about patient condition received. It was reported that the procedure was successfully completed and no fragments were generated. Concomitant reported part: 1x nail (part and lot number unknown). This report is for one(1) unknown screw. This report is 3 of 3 for (B)(4).